Manufacturer narrative:
(B)(4). No product returned for investigation, only two images. Based on the available information, it is difficult to determine if the stent is compressed (lengthwise), however a compressed stent (lengthwise) is a known failure and is due to incorrect deployment. The stent is designed with high radial force and will automatically unfold itself to the vessel wall, i.e. The stent will be as uniform as the vessel wall is according to IFU, it is possible to perform post dilation after stenting. According to the images there is no indication of the deployed stent not reaching the vessel wall. However, on the images the diameter of the vessel wall/stent does appear compressed in the marked area, but this may be a consequence of stent deployment in a restenosis area. We will continue to monitor this device.

Event description:
The stent did not deploy properly according to the facility. The stent appears to be compressed upon itself. The patient is fine and the end result was good.